Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-11107 and 2134265-2017-11202. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform intravascular ultrasound (ivus). However, when they are about to proceed with the ivus the equipment did not allow automatic pullback, so manual run was performed. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated age at time of event: 18 years or older. Updated describe event or problem. (B)(4).

Event description:
Same case as 2134265-2017-11107 and 2134265-2017-11202. It was further reported that the 40% stenosed target lesion was located in the little tortuous anterior descending artery (ada).